Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A deployed ultraflex esophageal ng stent, delivery system, and deployment suture were returned for analysis. There were no issues noted with the profile of the stent or delivery device. There was no evidence that the device was used in a manner inconsistent with the labeled indications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was used to treat a malignant esophageal lesion during an esophageal stent implantation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the ultraflex esophageal ng stent was almost fully deployed when the physician noted that he was unable to pull the finger ring to release the last part of the suture. The physician used force to pull the finger ring and inadvertently pulled the ultraflex esophageal ng stent out of the patient while it was partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was used to treat a malignant esophageal lesion during an esophageal stent implantation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the ultraflex¿ esophageal ng stent was almost fully deployed when the physician noted that he was unable to pull the finger ring to release the last part of the suture. The physician used force to pull the finger ring and inadvertently pulled the ultraflex¿ esophageal ng stent out of the patient while it was partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.